Event description:
Customer reported the forceps elevator raiser movement completely lost , no elevator movement and scope is having angulation play. The problem found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator (handling issue, insufficient reprocessing) found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair found the k-wire was completely cut off and angulation was out of specification. Due to a cut on k-wire, forceps does not rise up at all. The customer reported issue of "forceps elevator raiser movement completely lost , no elevator movement " was confirmed , however, angulation (reduced angulation) was not able to be duplicated and was not confirmed. Furthermore, inspection found , forceps elevator has foreign material. The a-rubber (insertion section) noted dirty. Additionally, the following findings during device evaluation were noted : due to deformation of s-connector, water tightness is lost. Adhesive on a-rubber (bending section) found detached. Connecting tube has discoloration. S-cover has a scratch. Universal cord has coating peeling. Connecting tube has a scratch. Light guide (lg)cover glass has a scratch. Lg-bundle has breakage. C-cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.